Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset instructions for the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.